Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the precision xceed pro meter has been reviewed and the DHR showed the precision xceed pro meter passed all tests prior to release. Dhrs for the precision strips has been reviewed and the dhrs showed the precision strips passed all tests prior to release. Strip lot 4c4e5h was past its expiry date of may 31, 2018 31 therefore, retain testing was not performed for this lot. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. (Strip lot number) was incorrectly documented in the initial MDR 30 day report. Has been updated.

Event description:
Customer reported receiving erratic reading from their adc hospital blood glucose meter. Customer reported receiving readings of 20 mg/dl and 267 within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic reading from their (B)(6) hospital blood glucosemeter. Customer reported receiving readings of 20 mg/dl and 267 within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.